Event description:
On june 8, 2006 the lay user/reporter, the pt's husband, contacted lifescan (lfs) alleging the one touch basic enhanced meter had segments missing from the characters on the display. The medical affairs specialist (mas) contacted the pt to obtain and verify information; however was unable to reach the pt by telephone. The mas mailed a letter on june 9, 2006 requesting the pt contact medical affairs. For two or three months, the pt noted the reported meter had segments missing from the characters on the display; she was unable to discern the blood glucose results. In 2006 pt experienced the symptoms of dehydration, frequent urination, weakness, dizziness and impaired vision. The pt did not attempt to test her blood glucose level while symptomatic. Her husband took her to the emergency room, where her blood glucose level was tested to be 480mg/dl. The pt was treated intravenously with 'two bags'of 'glucose'. It is unclear why the pt would have been treated with glucose while hyperglycemic. The pt was admitted to the hosp for eight days. It would have been helpful to determine how the pt was interpreting the meter readings if the pt continued to test her blood glucose levels using this meter despite the knowledge that segments were missing from the display, if the pt adjusted her medicatin based on the meter readings, the pt's specific treatment in the emergency room, her medication regimen, if the pt had a backup meter, and what meals or medication had been taken on the day of the event. The meter, test strips and control solution were replaced. The pt was unable to obtain actionable readings on the reported meter due to the missing segments on the display, she became hyperglycemic and received medical attention and hospitalization. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.